Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. The trilogy evo o2 ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code e-46 indicating the "internal battery cannot be detected" was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition, a 4-year preventive maintenance was performed, pm valve assessment passed, and pm battery assessment failed. The particulate and foam filters were replaced. The technician recommends replacing the detachable battery. The device passed all testing after the repairs. The device was sent for dispatch.